Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on some areas of the iol. One haptic is broken/torn and not returned. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "faulty" . The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on some areas of the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was faulty. Timing of the event and patient impact is unknown. Additional information was requested.